Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the mid right coronary artery (rca) with the use of an unspecified device. The graftmaster stent was implanted and some residual leak was noted without a clinical outcome. The patient left the catheterization lab in stable condition. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the graftmaster. No additional information was provided.